Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the lead and is noted within the lead instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of shock impedance high out of range is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of shock impedance high out of range is a known inherent risk of the lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms. Technical services (ts) was consulted to review the lead trend. Ts informed there was an initial increase post implant however, impedances have been relatively stable. Ts recommended to evaluate the patient in the clinic and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms. Technical services (ts) was consulted to review the lead trend. Ts informed there was an initial increase post implant however, impedances have been relatively stable. Ts recommended to evaluate the patient in the clinic and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.